Event description:
Reporter alleged blood glucose measured 47 mg/dl at 5:53 am back to back with a result of 332 mg/dl performed at 5:54 am. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.